Event description:
It was reported on june 1, 1999, that during a 7 month follow-up for a transvaginal approach procedure, the physician noticed a dislodgement of the anchor. Surgery was required to remove the dislodged anchor. No subsequent treatment details are avaiable at this time. No product was returned for evaluation.